Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The field service engineer (fse) inspected the device and confirmed the reported issue. The fse replaced the flow sensor assembly to address the issue. The gas delivery system and blower assembly were received for failure investigation. The reported condition was verified. This customer complaint was caused by an out of spec air flow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator did not pass the exhalation port test. The ventilator was not in use on a patient at the time of the event occurred.